Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the plate holder was discovered broken while stocking the set. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.